Manufacturer narrative:
The lot number was provided. A review of the device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device will not be returned for evaluation; therefore, a product analysis will not be performed. The root cause cannot be determined.

Event description:
It was reported that after attempting to position an embolization coil for 30 minutes, the coil was entangled in the entrance area of the aneurysm during the removal attempt, and the pusher separated from the coil. The detached coil was successfully retrieved with a snare device. There was no reported patient injury or health damage.